Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose device after a coronary diagnostic procedure. Reportedly, resistance was felt during thumb advancer advancement and the patient complained of pain. The device was removed and carving of the sheath was observed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, the event reported to have occurred within the last month. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.